Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting tasks including replacement of the c16 rgt pr(l) rohs, which resolved the issue. An instrument service history review was performed and revealed no contributing factors on or around the time of the issue for serial number (B)(6). Return testing was not completed as returns were not available. A review of tracking and trending for the c16 rgt pr(l) rohs did not identify any trends. A review of the tracking and trending for the architect c16000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the c16 rgt pr(l) rohs was identified.

Manufacturer narrative:
Postal code: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated potassium results generated on the architect c16000 processing module for one sample. Quality controls were within range. The following data was provided (reference range: 3.5 to 5.3 mmol/l): (B)(6) 2020 sid (B)(6) initial result = 6.7, repeated = 4.4. No impact to patient management was reported.